Manufacturer narrative:
An immucor field service engineer (fse) visited the customer site on 26oct2016 to assess the testing instrument in question, and determined that the syringes were dirty. Consequently, the fse removed and cleaned the syringes.

Event description:
On 24oct2016, a customer reported an abo mistype when testing blood samples on a galileo neo on (B)(6) 2016.